Event description:
It was reported that there was moisture in the reservoir compartment. It was reported that the customer was having a severe low that almost killed her, and she almost died twice in the past month; the mother requested a replacement. It was stated that the insulin pump was delivering more insulin than needed. The mother also stated that day her glucose level was high, and later she had a seizure; she believes that insulin was blocked and went through all at once. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.